Event description:
A malfunction alarm was reported with the pump displaying malf 3, though no notable events preceded it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and arranged for a replacement pump, instructing the customer on how to put the pump into storage mode before returning it with a prepaid label.